Event description:
Boston scientific received information that the right atrial (ra) lead was surgically abandoned due to high out of range impedance measurements of greater than 2000 ohms. During the revision procedure, the fluoroscopic image did not reveal any significant findings. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.